Event description:
The service report shows the 840 ventilator was inoperable. The ventilator was not in use on a pt at the time the malfunction occurred. The covidien customer support engineer (cse) inspected the device and was unable to duplicate any error conditions during testing. As per the error codes found in the memory log the cse replaced the exhalation flow sensor, inspiratory electronics printed circuit board (pcb), analog interface (ai) pcb and the breath delivery unit (bdu) pcb as a precaution. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).